Manufacturer narrative:
As reported in a research article, hybrid transcatheter approach to an iatrogenic left ventricle¿coronary sinus fistula. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title "hybrid transcatheter approach to an iatrogenic left ventricle¿coronary sinus fistula" d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "hybrid transcatheter approach to an iatrogenic left ventricle¿coronary sinus fistula", was reviewed. The article presented a case study of a 70 year old female patient with severe rheumatic mixed mitral valve disease with evolving pulmonary hypertension. It was reported that on an unknown date, a 27mm epic mitral valve was implanted. It was then reported two weeks post-procedure, the patient underwent redo mitral valve replacement procedure due to severe paravalvular regurgitation. The 27mm epic mitral valve was surgically explanted and replaced with a second 27mm epic mitral valve. It was reported on an unknown date, the patient was admitted to the hospital for general lethargy, weakness, dry cough, reduced exercise tolerance, orthopnea, and paroxysmal nocturnal dyspnea. A transthoracic echocardiography (tte) showed a dilated, severely dysfunctional right ventricle, elevated pulmonary artery (pa) systolic pressure of 60 mm hg, and a nondilated, moderately impaired left ventricle (lv). There was a paravalvular jet that seemed to fistulize into the myocardium medially and posteriorly into the coronary sinus (cs). CT analysis demonstrated a 15-mm fistula with a wide 14-mm orifice at the lv end and a small, 3-mm orifice at the cs end. A decision was made to perform a transcatheter closure through surgical apical access. A 12mm amplatzer vascular plug 2 was implanted with immediate left ventriculography confirmed a minor residual leak. The article concluded that left ventricle to coronary sinus (lv-cs) fistula is a rare but important complication of repeated mitral valvular surgical procedures. Percutaneous closure is a viable option in nonsurgical candidates; cardiac CT is essential in preprocedural planning and achieving successful outcomes. [The primary and corresponding author was mikhail alexander, department of cardiology, fiona stanleyhospital, 11 robin warren drive, murdoch 6150, western australia, australia, with corresponding e-mail: mikhail. Alexander@health.wa.gov.au]